Event description:
It was reported by the patient that their heart was beating very fast even when sitting. Follow-up was conducted with the clinic. The patient had been seen, however there were no notes in the record regarding device function. It was noted that the patient¿s medications were adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead, (B)(4) 2013. (B)(4).